Event description:
It was reported the wand was broken. The wand was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head failed to identify an ipg (implantable pulse generator) device and failed uplink amplitude functional test. The rf head cable found out of electrical specification. (B)(4).